Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be magnetic resonance imaging (MRI) exposure without enabling the MRI settings. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the reset associated with use in an magnetic resonance imaging (MRI) environment without enabling MRI settings event was sensed by the device, leading to the device operating in bvvi mode with high voltage therapy disabled.